Event description:
On (B)(6) 2011, the customer placed the device and measured her blood glucose at 129 mg/dl. By 7:30 the next morning, her blood glucose was 370 mg/dl; a 5.6 unit insulin bolus was administered and then at 10:30 with a blood glucose measure of 324 mg/dl an additional 3.25 unit insulin bolus was given. At this time, the customer called insulet and was advised to continue to monitor her blood glucose and if this second bolus did not seem to be bringing the level down to contact her health care provider about how much of a manual bolus to take and also to remove the device and return it for evaluation. At noon, her blood glucose measured 295 mg/dl and she spoke with her health care provider who recommended removing the device, but did not advise her on the amount of insulin to manually inject. The customer then called insulet back reporting nausea and vomiting and blood glucose of 330 mg/dl. She was advised to contact her health care provider again; she did so and was instructed to inject a bolus of 12.5 units manually. The customer called insulet back 30 minutes later to report that her blood glucose was 295 mg/dl and she was beginning to feel better.

Manufacturer narrative:
The pod was received with discoloration inside the pod, indicating a possible fluid-leak. Residual fluid and corrosion were found around the battery compartment and most surfaces of the internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A product malfunction is therefore confirmed to have been a contributing factor to the customer's high blood glucose. Qualification records for this device lot were reviewed and there was no evidence of this failure mode; the lot passed all acceptance criteria. Insulet is investigating this failure mode and has taken action to minimize and prevent its recurrence. A risk assessment has been conducted and ongoing monitoring of the failure mode ensures that additional action will be taken if the level exceeds action limits established by written procedure. The customer was alerted to the condition by frequent blood glucose monitoring as recommended in the omnipod user guide.